Event description:
During the placement of a nitenol filter, using the introducer components of the kit, the filter pulled back when the sheath was being pulled. The filter then opened in one of the common iliac veins. The surgeon then began to insert another in the affected iliac vein and upon fluoro discovered that the filter had migrated up to the inferior vena cava. Upon venogram the ivc measured 2.0cm within the limits recommended by the manufacturer.